Manufacturer narrative:
A visual examination of the returned device revealed that the insulation length met all requirements, the insulation was intact, and no damage was observed along the length of the shaft. Based on the examination of the returned device, it can be determined that the burn could be a result of contacting the scissor to the tissue. Stryker sustainability solutions' instructions for use state: "use the lowest output setting necessary to achieve the desired surgical effect. Use the active electrode only for the minimum time necessary in order to lessen the possibility of unintended burn injury." "Do not use electrosurgical equipment unless properly trained to use it in the specific procedure being undertaken. Use by physicians without such training has resulted in serious, unintended patient injury, including bowel perforation and unintended, irreversible tissue necrosis." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the laproscopic scissors burned the patient. The burn did not require any treatment and the patient was reported to be in satisfactory condition following the procedure by the user facility.